Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2009: patient presented with following pre-op diagnosis: lumbar spondylosis and disk degeneration. Lumbar stenosis. Patient underwent the following procedures: extraperitoneal exposure of l3-4, l4-5 and l5-s1 disk spaces. Partial vertebrectomy of l3, l4 and l5. Fusion l3 to s1. Anterior spacers x3. Bmp and autograft and allograft. As per op-notes: partial vertebrectomies were performed at l3, l4 and l5. A 13mm spacer was placed at l5-s1, a 13mm allograft spacer was inserted. This bone graft from partial vertebrectomies were morselized, mixed with allograft, and packed into interbody spaces around femoral ring allografts l3-4 and around iconic spacers at l4-5 and l5-s1. Additional allograft and autograft were placed around central post of spaces and allograft to enhance arthrodesis. No patient complications were reported. On (B)(6) 2009: patient presented with following pre-op diagnosis: lumbar spondylosis and disk degeneration, spinal stenosis. Patient underwent the following procedures: total laminectomy of l3, l4, l5. Fusion l3-s1. Instrumentation l3-s1. Autograft. Epidural catheter placement. On (B)(6) 2011: patient presented with following pre-op diagnosis: lumbar spondylosis and disk degeneration, spinal stenosis. Patient underwent the following procedures: total laminectomy of l2. Fusion l2 to l4. Removal of previous instrumentation l3-s1. Application of new instrumentation l2-4. Autograft. Epidural catheter placement. Scar revision. On (B)(6) 2011: patient presented for office visit. Patient underwent examination which revealed a non tender long lumbar scar and no sciatic notch tenderness. Impression: chronic left l5>l4 radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.